Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 3006705815-2017-01248 & 1627487-2017-05323. It was reported the patient had his scs system replaced due to the patient not receiving pain relief from the system. The patient's leads had reportedly migrated out of the epidural space and wrapped around the ipg. During the procedure one lead was found to be stripped and damaged. The lead was severed and a part of the lead remained in the header of the ipg. The physician decided to replace the entire scs system.